Event description:
It was reported that during preparation for a cystoscopy, ureteroscopy, laser lithotripsy, and stent placement (culls) procedure, the fiber was connected but no energy was being passed through, therefore, it was confirmed a break in the fiber body. The procedure was completed with another fiber without patient complications.